Event description:
It was reported the epg (external pulse generator) was being used on a patient for 7 days. While examining the patient, the physician reported the epg stopped working. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.